Event description:
The facility has had issues with the safestep needles leaking near the yellow clamp at the tube connection.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot # has been provided by the complainant.